Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a heart approximately one post implant of the right ventricular (rv) lead, the lead was not working, and questioned if the lead could be tested. The patient also reported the rv lead had connectivity issues with the implantable pulse generator (ipg). The rv lead was explanted and replaced and the ipg remains in use. No patient complications have been reported as a result of this event.